Event description:
Same case as MFR# (B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. In (B)(6) 2003, a 3.0x12mm taxus liberte and a 3.0x28mm taxus liberte were implanted in the right coronary artery (rca). In (B)(6) 2010, the patient underwent repeat cardiac catheterization where restenosis of the previously implanted stents was discovered. The 99% stenosed lesion was located in the severely tortuous rca. The physician predilated the restenosed stents with a 2.5x20mm non-bsc balloon inflated to 12atm. The physician then tried to advance a 3.0x28mm promus element stent in the area of restenosis, however it appeared that it was catching on the old stents which caused the stent struts to be lifted. He then performed repeated angioplasty with a 3.0x15mm non-bsc balloon inflated to 16atm and a 3.5x15mm quantum maverick balloon also inflated to 16atm. A 3.5x32mm promus element stent was deployed at 22 atm, all within the area of previous stenting. The 3.5x15mm quantum maverick balloon was inflated to 26atm to post dilate the stent. There were no further patient complications and the patient condition was listed as stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).